Event description:
It was reported that during a procedure, the distal end of the laser fiber broke off. Boston scientific has been unable to obtain additional information regarding the patient and procedure outcome to date, despite good faith efforts.

Manufacturer narrative:
Boston scientific concludes that the reported allegations in this complaint have not been confirmed, as the product was not returned for analysis. Without a returned device, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a laser lithotripsy procedure for right ureteral stone, the distal end of the laser fiber broke off. The procedure was completed with the original fiber and the tip remained attached. There were no patient complications.